Manufacturer narrative:
(B)(4). The customer reported that the device failed to power up. There was no pt involvement. The customer reported that this happened during the daily test. The customer repaired the device by replacing the power pca resolved the failure. The device passed testing and remains the customer site.

Event description:
The customer reported that the device failed to power up. There was no pt involvement.